Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judxf282 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (judxf282) have been reported from the same facility in (B)(6).

Event description:
It was reported that the plastic part was loosening from pad on the statlock. It was stated this occurred with two devices. This report addresses the second device.